Manufacturer narrative:
The technician found the latch was broken at the siderail release shaft. He replaced the siderail latch to repair the bed.

Event description:
Info received indicates the right intermediate siderail will not latch.